Event description:
An implant patient registry card from canada was returned to edwards indicating that two sapien valves were implanted in the aortic position on the same day. No additional information is available at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
After the initial report the following description of the transcatheter aortic valve replacement (tavr) procedure was obtained: transapical access was obtained without any issues. The native annular diameter was 20mm. Balloon aortic valvuloplasty (bav) was performed with a 20mm balloon. The 23mm sapien valve was prepped and positioned 50:50 across the native aortic annulus and deployed using a two step slow inflation technique. A small aortic movement of the sapien valve was noted during deployment. The physicians did not reposition the sapien valve during deployment. The final valve position seemed too aortic, so a second sapien valve was deployed 50:50 across the native aortic annulus under rapid ventricular pacing (rvp). Per report, the final position of the second sapien valve was good with a mean gradient of 5mmhg. The patient remained hemodynamically stable throughout the procedure. The investigation into the factors that contributed to the aortic movement upon valve deployment is ongoing.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Despite exhaustive attempts, no additional information related to the patient and/or procedural factors which may have contributed to the event could be obtained. In addition, the device is not available for evaluation as it remains implanted in the patient. Consequently, the root cause of the aortic implantation of the sapien valve cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.